Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note additional devices involved: (B)(4).

Event description:
On (B)(6), 2010, this pt was implanted with a gore tag thoracic endoprostheses to treat a dissection. On (B)(6), 2011, an additional device was implanted to address an enlarging thoracic ascending aneurysm, a chronic type I dissection, and aortic insufficiency. The pt tolerated the procedure.